Manufacturer narrative:
Date of event: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing. The retention samples were visually inspected for blockages or other defects that may have affected the flow of blood through the tubing, and no issues were observed. Additionally, flow testing was conducted on the retention samples. All retention samples performed as expected and no issues were observed during the investigation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set had issues with hemolysis. No serious injury or medical intervention reported.